Event description:
It was reported that during followup, noise on the lead was noted in addition to alerts for possible output circuit damage associated with some aborted therapies. Externalized conductors were seen via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.